Manufacturer narrative:
Add'l info has been requested. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
Pt was implanted with a pt specific implant. Pt subsequently developed an infection. Pt will be revised to another pt specific implant.